Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by cloudy fluid and abdominal pain. The cause of the event was unknown. Three days prior to the event, the patient was treated with vancomycin and gentamycin (both intraperitoneal and discontinued on the same day). On the same day as the onset, the patient was hospitalized and was treated with fluconazole (intravenously, and was discontinued the next day). One day after the onset of event, the patient was treated with anidulafungin (intravenously and was discontinued after 2 weeks). Pd therapy was discontinued and patient was switched to hemodialysis. Approximately one week after the onset, the patient was discharged and has recovered from the event. No additional information is available.